Event description:
Patient brought to surgery in 2005 for multiple dislocations of a bipolar prosthesis. A 60mm trident psl cup with 2 screws was implanted and a 28g constrained acetabular insert was implanted 2 days later. An x-ray was taken and showed the constrained insert in two pieces. The patient was taken to surgery the next day and all components were removed. The patient received a girdle stone.